Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received multiple inappropriate hv therapies due to noise. Noise was reproducible with arm movements. Physician turned off pacing and therapy functions of the device. Fluoroscopy on lead was not performed. No further information is available.